Event description:
It was reported the customer was hospitalized with low blood glucose on 07/04/2015. Customer's blood glucose was 16 mg/dl at the time of hospitalization. The caller reported the customer was hospitalized for the past two months from a spider bite. The perceived cause of the customer's low was from the insulin pump over-delivering insulin to the customer's body. It was reported the customer was unresponsive when they were discovered with a low of 14 mg/dl. The caller reported the insulin pump was removed from the customer's body. It was found insulin continued to squirt out into the caller's hands when the insulin pump was disconnected. The caller stated the nurse attempted to treat the customer's blood glucose with glucagon. The customer's wife also reported about 100 units of insulin was lost from the reservoir due to the incident. It was also reported the customer had a button error alarm. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.